Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Hold for bf 9/8it was reported that the connector of the headset was defective. The connector rotates upwards and almost disconnects from the self-adhesive connector plate. It could not be attached to the infusion tubing.